Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised. As reported: "leg length discrepancy." A stem, head, and liner were revised. Right side.

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving an accolade stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to pi including the product inquiry summary and 2 ap pelvis x-rays with a pressfir right tha the event description from the product inquiry summary states: it was reported that the patient's hip was revised. As reported: "leg length discrepancy." A stem, head, and liner were revised. The two ap pelvis x-rays both show a right tha with right lower extremity being significantly longer than the contralateral side. It is confirmed that the patient had a significant leg length discrepancy following a right tha no documentation was provided to verify revision surgery. The root cause of this issue is related to high femoral neck resection and placement of the stem in an elevated position. The center of rotation of the femoral head should coincide with the tip of the greater trochanter. The x-rays demonstrate the head center in this case to be well above this reference point. Should additional information become available I would be happy to further this assessment. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing a leg discrepancy. A review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to pi including the product inquiry summary and 2 ap pelvis x-rays with a pressfit right tha the event description from the product inquiry summary states: it was reported that the patient's hip was revised. As reported: "leg length discrepancy." A stem, head, and liner were revised. The two ap pelvis x-rays both show a right tha with right lower extremity being significantly longer than the contralateral side. It is confirmed that the patient had a significant leg length discrepancy following a right tha no documentation was provided to verify revision surgery. The root cause of this issue is related to high femoral neck resection and placement of the stem in an elevated position. The center of rotation of the femoral head should coincide with the tip of the greater trochanter. The x-rays demonstrate the head center in this case to be well above this reference point. Should additional information become available I would be happy to further this assessment. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised. As reported: "leg length discrepancy." A stem, head, and liner were revised. Right side.